Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred intermittently. The customer troubleshot and performed a supply change; however, no cause was determined. Customer¿s blood glucose level was 150-190 mg/dl.